Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead had dislodged. During the lead revision surgery, the helix failed extend. The atrial lead was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. X-ray examination and electrical testing were normal with no anomalies found.